Event description:
On (B)(6) 2012, the healthcare professional/reporter, a nurse practitioner, contacted animas to report the patient obtained a blood glucose reading 'greater than 400 mg/dl'. At that time, the patient did not report experiencing any symptoms of high or low blood glucose levels. The patient was removed from the pump and treated with insulin injections via a syringe. The hcp reported the patient's technique may be incorrect and alleged he did not have proper training on the use of the pump. The patient reported that in (B)(6) 2011, he experienced bent cannulas and lumps and nodules under the skin due to improper infusion set insertion technique. The hcp refused to troubleshoot the pump, therefore, it was not possible to determine if the pump was functioning appropriately. The customer support representative contacted the patient multiple times to obtain and verify information, but was unable to reach him by telephone. The patient's technique may have been incorrect, which may have contributed to the patient's injury. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia while using the pump, and received medical attention and treatment with insulin injections, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.